Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was depleting faster than expected. Analysis showed that the device was depleting prematurely. The power consumption has been increasing steadily over the past year. This was consistent with degradation of an internal hardware component due to traces of hydrogen gas in the sealed pulse generator environment. As of this time, the device remains in service. No adverse patient effects reported.